Event description:
Customer reported that when tapping on pump screen, the menu and different screens loaded slower than expected. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.